Event description:
An optometrist reported a patient has a decrease in best corrected visual acuity (bcva) in her monovision eye 1 day following lasik surgery. The patient is asymptomatic. Additional information was requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).